Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the following a procedure in which a magnet was placed over the cardiac resynchronization therapy defibrillator (crt-d), the patient¿s heart rate decreased to 40 beats per minute (bpm) while the lower rate was set to 50 bpm. The crt-d lower rate was increased to 70 bpm. The following day, the lower rate was turned back to 50 bpm, and the crt-d seemed to work as it should. Upon technical review, it was suspected that the reason for a heart rate of 40 bpm compared to the programmed 50 bpm was possibly right ventricular (rv) lead oversensing or t-wave oversensing (twos) that was perhaps temporary due to the procedure. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.